Event description:
It was reported that the patient was in the hospital and showing a 6 second pause on their telemetry test. It was noted that the patient had not had any previous heart conditions before this event, so that's why they wanted to know if vns could have caused the heart pause. No other relevant information has been received to date.